Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported there was an issue with the button on their insulin pump keypad. It was advised that the insulin pump be replaced. Customer called another time to report the insulin pump was functioning. No additional information provided.